Event description:
Reportedly, on may 26, 2022, during regular follow up, warning [62] for excessive charge time is being displayed. This warning was still present during previous interrogation dated march 4, 2022. As recommended in IFU, manual charge time tests were performed with normal results.